Manufacturer narrative:
B5: upon follow up, it was reported antibiotic treatment was discontinued. On an unknown date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. On an unknown date, pd therapy was discontinued. The pd catheter was removed and the patient was shifted to hemodialysis (twice a week). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 4 days, ongoing, route and duration were not reported) and fortum injection (1g, once a day, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient was still in the hospital and was recovering from the event. Pd therapy was ongoing no additional information is available.